Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that there is great difficulty removing the guidewire from the nasoenteral probe. The guide wire screws into the end of the probe and when it is pulled, it brings the probe together, making it difficult to correctly position it and keep it at a good position there was no patient harm.